Event description:
It was reported that the patient had the inflatable penile prosthesis device was removed on (B)(6) 2018 due to an insufficient balloon. A new inflatable penile prosthesis 18cmx12mm device was implanted.